Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the force bipolar instrument wrist movements were not synchronized with master controls. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer responded that movement was not synchronized by alignment with surgeons masters - directional movement no in synch and moved on its own after surgeon stopped. The issue occurred while the surgeons head was inside of the surgeon consoles high resolution stereo viewer. The was not related to the inability to move the instrument, the distance of the movement did not match what the surgeon intended, the observed movement was greater and did not move in the desired direction. They are unaware what the intended direction or what the observed direction/motion was. They believe there was a lag in the movement but cannot be certain. It is unknown if there was any shakiness or friction. The issue was resolved by opening a new instrument. They are unable to retrieve any additional information regarding the drape and the instrument has been shipped back to isi for evaluation. Patient demographics have been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a loose pitch cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint regarding wrist movement not synchronized was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.